Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced off no power and low battery alert. The customer's blood glucose value was 410 mg/dl. The customer stated that they skipped meals and light meals. The customer stated that they did not receive a low battery alert prior to the off no power alert. The customer inserted new aaa alkaline battery and it did not resolve the issue. The product was not returned for analysis.